Event description:
It was reported that on (B)(6) 2025, the syringe appeared to be infusing properly at setup. The pump alarmed to signal completion and found the syringe empty, with medication observed on the floor, dripping from the syringe pump. The IV tubing was clamped but otherwise set up appropriately with secured connections. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.